Manufacturer narrative:
Mml # (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to remove the reactiv8 system due to unresolved implantable pulse generator (ipg) pocket site pain. The patient was reported to have been using the therapy as prescribed and acknowledged a 40% improvement in her axial chronic back pain since using the reactiv8 device. The ipg and two leads were removed entirely without complications. There was no report of patient harm or injury. The device was discarded at the hospital. No device evaluation can be performed.

Manufacturer narrative:
Mml #: (B)(4). The device history record was reviewed. No nonconformances were found to be associated with the patient's pocket site pain. Other device explanted. Model: 8145 descriptions: reactiv8 implantable stimulation lead serial numbers: (B)(6) / (B)(6). UDI #s: (B)(4). / (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to remove the reactiv8 system due to unresolved implantable pulse generator (ipg) pocket site pain. The patient was reported to have been using the therapy as prescribed and acknowledged a 40% improvement in her axial chronic back pain since using the reactiv8 device. The ipg and two leads were removed entirely without complications. There was no report of patient harm or injury. The device was discarded at the hospital. No device evaluation can be performed.